Event description:
It was reported that the event occurred while in the cath lab during insertion. The md had followed the procedure by the instructions for use and successfully inserted the iab-s840c through the sheath via femoral artery without issue. The intra-aortic balloon pump (iabp) was initiated. The pump alarmed and suddenly stopped approximately 2 minutes later and the iab was observed not inflating. The md tried to manually pump, but it did not work. As a result, the md removed the iab and sheath together as one unit and replaced it with a new kit via a different femoral artery site. Iabp therapy went on successfully as planned. The md stated there was no report of patient death, complications or injury. No medical/surgical intervention was required. Although the procedure was delayed for 30 minutes, there was no harmful outcome to the patient. Additional information received on (B)(4) 2014 stated a high pressure alarm occurred from the pump. The user felt the iab wasn't wrapped tight.

Manufacturer narrative:
(B)(4).